Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus liberte stent delivery system (sds) with stent and carrier tube (hoop). There was contrast in the inflation lumen. There was contrast and blood between the stent struts. The balloon was tightly folded with the stent secured on the balloon. There were multiple rows of struts on the proximal end of the stent that were bent, flared and overlapping. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported difficulty and confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the radial artery. The 22 x 2.5 mm, eccentric, de novo, .>45 and <90 degree, 85% stenosed lesion being treated was located in the moderately calcified and moderately tortuous mid left circumflex artery. The lesion was predilated with a non-bsc guide wire and a 1.25 x 10 mm unknown balloon. The physician advanced the 28 x 2.50 mm taxus liberte stent delivery system and attempted to cross the lesion for 10 to 15 min. The device was successfully removed in order to attempt additional predilation, and it was noted that stent damage had occurred. The procedure was completed with a 28 x 2.25 mm taxus liberte stent. No patient complications were reported and patient's status is stable. Patient was discharged with aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the radial artery. The 22x2.5mm, eccentric, de novo, .>45 and <90 degree, 85% stenosed lesion being treated was located in the moderately calcified and moderately tortuous mid left circumflex artery. The lesion was predilated with a non-bsc guide wire and a 1.25x10mm unknown balloon. The physician advanced the 28 x 2.50mm taxus liberte stent delivery system and attempted to cross the lesion for 10 to 15min. The device was successfully removed in order to attempt additional predilation, and it was noted that stent damage had occurred. The procedure was completed with a 28x2.25mm taxus liberte stent. No patient complications were reported and patient¿s status is stable. Patient was discharged with aspirin and clopidogrel.